Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an external force was applied to the distal end of the device, creating the issue. This issue is addressed in the instructions for use (IFU): "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; no problems were found on inspection of the ultrasound image quality. However, the forceps cover glue was noted peeling and probe glue noted peeling, not affecting the image; the likely cause can be attributed to user handling.

Event description:
A user facility reported to olympus a poor endoscopic ultrasound (eus) image. There was no patient injury or harm, associated with the problem, reported to olympus.